Event description:
Customer reported that three days prior to calling customer service on (B)(6) 2013 the test did not start on his adc blood glucose meter. Customer also noted a port issue with this meter. Customer further reported that at approximately 1:00 am he went to his kitchen to drink orange juice, because he was feeling "faint, lightheaded and nauseated" but then collapsed, having sustained a loss of consciousness. Customer reportedly self-treated by self-administering an unknown amount of insulin, noting he had also been experiencing "hyperglycemic problems". Customer self-presented to his healthcare provider where a "blood test" was performed, (no result provided). Customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The customer's date of birth is unknown. It should be noted: the self-treatment with insulin and diagnosis of hyperglycemia are inconsistent with the reported loss of consciousness. Multiple, unsuccessful, attempts have been made to contact this customer to clarify inconsistencies in this complaint.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001j126) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, this serves as a correction report. (B)(4).